Manufacturer narrative:
Block h3: the angiosculpt device was returned for evaluation. Visual inspection found no unusual characteristics of the device. During functional testing, using an indeflator filled with green color dye water, the balloon was inflated to nominal pressure (8 atm), and a pinhole leak was observed at the distal end of the balloon. Block h6: the IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Block g2: foreign- japan. Block h3: the angiosculpt device was not returned by the facility, thus no product investigation was performed. Block h6: the IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
An angiosculpt catheter was used for a therapeutic peripheral procedure in a severely calcified mid sfa. During the first inflation, the balloon ruptured at 12 atm (rbp: 14 atm). The procedure was completed with a new catheter. No patient injury reported. This product problem is being submitted conservatively because the balloon ruptured below rbp.